Event description:
The catheter was implanted in 2005. In 12/05 the blue catheter lumen was noted to have a hole under the clamp. The catheter was repaired and patient was given antibiotics. About a week later, the other lumen was found to have a hole under the clamp. Patient was sent to the hospital for repair.